Event description:
During service by baxter, the infusioin pump's air-in-line printed circuit board failed testing and calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: during evaluation of the pump the air-in-line printed circuit board (pcb) failed testing and calibration. The air-in-line pcb was determined to be defective. The air-in-line pcb was replaced and the pump was returned to the customer fully operational.